Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-9503-3639-6 univers revers modular glenoid system, combo humeral insert, 36 +6 / 39, had the polly not seating correctly in a cup. Another implant was used to complete the case. This was discovered during a procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 01/02/2024: this was discovered during a rtsa procedure on (B)(6) 2024. Another humeral insert was used to complete the case. There was no case delay.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The reported failure is most likely attributable to user error in the placement of the implant onto the cup. The complaint allegation was not confirmed. The device was not received, and no evidence of the failure was received.